Manufacturer narrative:
Device manufacture date unknown. Evaluation summary: it was caused due to an excessive force applied on the adaptor pins. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Adapter pins disconnected, loosened at 3 pieces of oe-c29.